Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose . The customer¿s blood glucose level was 450 mg/dl. The customer was treated with insulin pump. Customer also reported damage to the drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received with cracked/detached end cap. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.